Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated that the patient was shocked for an episode in the ventricular fibrillation (vf) zone. A follow up with the patient¿s healthcare provider yielded that the patient was swimming in a pool with an ungrounded underwater light that caused electromagnetic interference to be detected by the implantable cardioverter defibrillator (ICD) and caused a therapy shock to be delivered inappropriately to the patient. The patient was advised to no longer swim in the pool. The device remains in use. No further patient complications have been reported as a result of this event.